Event description:
During the investigation of electrode belt (B)(4) for an unrelated complaint, a reportable product problem was discovered. The electrode belt was found to have a broken trunk cable connector. The pt was provided with a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. As rec'd, the trunk cable connector was broken. The root cause of the broken connector cannot be positively identified, but was likely a result of excessive force. No adverse event resulted from the damaged connector. The pt rec'd a replacement electrode belt.